Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both yaw pulleys exhibit charring and localized melting at the grip base, between the grips, indicating that an arcing event occurred. Engineering concluded that charring likely occurred due to a breach in the insulation and carbonized tissue (creating a conductive path), or the electrical surgical unit (esu) generator settings were high. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the surgeon observed a spark coming from the maryland bipolar forceps instrument. The instrument was removed and the planned surgical procedure was completed with an instrument of the same type. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.